Event description:
During stent implant results were suboptimal and the stent required post dilation due to insufficient flow. The report received from the registry indicates that the main indication for the procedure was unstable angina pectoris as well as resting electrocardiogram changes; the pt presented with three-vessel disease and during the procedure two lesions were treated. Both lesions were in the body of a saphenous vein graft leading to the mid circumflex artery (circ). The first target was a de novo lesion 18mm long with a 3.0mm reference vessel diameter, timi flow iii and presenting 80% diameter stenosis. The lesion was eccentric with smooth contour, little calcification and angulation between > 45 degrees & <90. There was no thrombus and was classified as type b2. The lesion was successfully treated with a 3x23 mm cypher stent, which was deployed to 16 atmospheres. However, during treatment results were suboptimal, the lesion presented insufficient flow, timi ii flow. Subsequently the stent was successfully post dilatated to 12 atms. Subsequently, the second lesion was treated; the de novo lesion was 8mm long with a 3.5mm reference vessel diameter and timi iii flow, the lesion presented 99% diameter stenosis. This lesion was successfully treated with a 3.5x13mm cypher stent which was deployed to 12 atmospheres. Results were satisfactory. The procedure was completed without further complications or adverse events to the pt. The pt was discharged. The pt has been followed up and remained asymptomatic until approx thirteen months post index procedure, the pt developed chest pain and was admitted with unstable angina. The electrocardiogram and subsequent troponin t's were all negative. There was no st changes, but some pain. Medications were altered. The pt was discharged the following day. The product remains implanted, therefore, not available for evaluation.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.